Event description:
During meniscus removal half of the white part (peel back) of the tip of the probe was found missing when the probe was inserted into the knee. It was not confirmed if the peel back portion came off in the patient, no excessive force was applied.

Manufacturer narrative:
No product has been returned for evaluation therefore, no determination could be made for the reported device failure. A-4588.